Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw. Performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. (B)(4).

Event description:
It was reported that during a device changeout, the new device had a set screw problem in the header. The physician was unable to retract the hex wrench from the header after tightening the set screw for the replacement device. Once the wrench was successfully retracted, the right ventricular (rv) lead pin fell out of the port and the set screw was stripped. A new device was successfully implanted. No patient complications have been reported as a result of this event.